Manufacturer narrative:
Customer reported that a shunt ¿that had a problem". No other complaints for this lot. The sample has not been received; therefore, the condition of the product could not be verified and visual inspection could not be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to company release criteria. Since the sample has not been received, the root cause can not be determined and the complaint cannot be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the shunt found to be in an awkward position during implantation. The surgery site was opened and it was found that sclera was torn and the shunt was unstable. The shunt was removed during the same procedure and the case was converted to be a trabeculectomy. No patient injury was noted. Additional information was requested.